Manufacturer narrative:
(B)(6). (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 272.295s, lot # 8715789: manufacturing location: (B)(4), manufacturing date: 20. Nov. 2013, expiry date: 01. Nov. 2023: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent an initial surgery on (B)(6) 2014 following an accident to treat femoral shaft fracture, closed, bilaterally dislocated (left proximal third, right distal third). The reposition of the fracture was performed on the proximal femur using an intramedullary nail with a joint component (pfn left: long 380/10/130 degrees, blade 95 mm, pin 42, 44; pfn right: long 380/10/130 degrees, blade 100, pin 42/44). Postoperatively the patient suffered from pain. Postoperative x-ray taken showed delayed union with fracture of the proximal femoral nail antirotation (pfna) right side in the region of the distal lock with dislocated femoral shaft transverse fracture of distal third right. The revision surgery took place on (B)(6) 2014. Patient revised to osteosynthetic stabilization using a retrograde, arthroscopically assisted, inserted nail (stryker t2 scn 11 x 280 mm, distally locked 4x, proximally dynamically locked 1x), following prior reaming of the right femoral shaft. Concomitant devices reported: concomitant devices reported: end cap f/pfna (part # 273.150s, lot # 8605446, quantity 1), pfna blade perforated, l 100 mm (part # 02.027.035s, lot # 8872105, quantity 1). This report is for one (1) pfna ø10 long r 130° l380 sst. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation summary indicates that: a review of the device history record showed that there were no issues at the time of manufacturing of this pfna nail that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirm that the nail met inspection records and certification. All 12 parts of the lot were checked 100% for critical features and for function at the final inspection on 20. November 2013 and found to be conforming. We are not aware of any other complaint for this article- and lot number. No ncrs were generated during manufacturing. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.